Manufacturer narrative:
It is noted in the IFU that a patient's age, weight, or activity level would cause the surgeon to expect early failure of the system. There is no indication that there is a device related problem/malfunction. The most likely cause of the reported event is related to patient weight and strenuous activity. Correction, no device evaluation to be performed. This device is used for treatment, not diagnosis.

Event description:
The revision surgery was related to a post traumatic event, the patient was lifting a 50 lb bag of mulch. Associated mfrs for this event: 1038671-2018-00211.

Manufacturer narrative:
Pending evaluation. MDR is associated with 1038671-2018-00211.

Event description:
Revision of shoulder components due to loosening.